Event description:
It was reported that an overdose occurred. The patient had a new system implanted and was still in the hospital. The patient had developed overdose symptoms and needed continuous narcan. Four hours post operation, the patient had apnea episodes and required oxygen. It was later reported the patient was given 5 doses total of narcan. The reporter didn¿t have a programmer and there wasn¿t a programmer at the hospital. A device manufacturer representative was requested to be paged .the reporter had tried to contact the follow up health care provider (hcp), but hadn¿t gotten an answer. Other medications the patient was taking at the time of the event included venlafaxine 150mg on the event date on 0400, iamotrigine 50mg at the same time and norco 5mg-325mg at the same time as well. Per follow up, it was determined the cause of the event were drug side effects, which included respiratory depression post the pump placement and somnolence. The pump was later decreased to minimal flow rate while the patient was inpatient. The rate would remain until cleared by the patient¿s hcp for medication adjustment and a possible intrathecal dye study. It was also reported an x-ray was done on (B)(6) 2014. The device manufacturer representative didn¿t have access to the x-rays, but it was noted the implanter was confident of placement. A test dose of 1mg had ¿done fine¿. As of (B)(6) 2014, the plan was to decrease the concentration of morphine from 10mg/ml to 2mg/ml. The device delivery remained at minimum rate. The issue had reportedly been resolved and the patient recovered without permanent impairment. The device system had been used to deliver morphine 0.5mg/day, but now was at minimum rate a new concentration of 2.0mg/ml.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).